Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('small retained coil fragment on the right') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 coils seen". The patient's medical history included anxiety, depression, gerd, irregular menstruation, polymenorrhoea, gravida I, parity 1, mood altered, bleeding breakthrough, vulval irritation, dermatitis, rosacea, skin rash, acne, pharyngitis, sinusitis, hemorrhoids, lumbar strain and candidiasis. On (B)(6) 2018-imaging pelvic view it was identified. Concurrent conditions included left lower quadrant pain and ovarian cyst. Concomitant products included aciclovir (acyclovir) since 2010, ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)), calcium carbonate (antacid), cefixime (flexeril) since 2018, cetirizine hydrochloride (zyrtec) since 2018, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2018, fluticasone propionate (flonase) since 2018 and naproxen since 2018. On (B)(6) 2015, the patient had essure inserted. In january 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abdominal bleeding(vaginal, menorrhagia)"), menorrhagia ("abdominal bleeding(vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen pain"), headache ("migraine/headaches") and migraine ("migraine/headaches"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("difficulty implanting one coil. Dr had to retry attempt at a later date"). The patient was treated with surgery (tubal reversal & reanastomosis/surgical removal of coils). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, headache and migraine had resolved and the device breakage and complication of device insertion outcome was unknown. The reporter considered abdominal pain, complication of device insertion, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) -2015: essure insertion procedure was terminated. On (B)(6) 2015: essure coil was placed on the right with minimal resistance. 3 coils seen. On the left side more resistance but this was overcome with patient and levsin one coil seen. Discrepancy noted in essure removal information: as per pfs (told had 3 coils and there is a possibility that only 1.5 were removed. ) as per mr removal procedure (complete removal of essure device) she had 3 essure coils placed, yet only 1 1/2 coils were handed to her. Her attorney says she needs an x-ray to look for coils. She has some irregular cycles. She is recovering well from surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion fluoroscopic findings consistent with bilateral fallopian tube occlusion after essure filament placement. Imaging procedure - on (B)(6) 2018: imaging- pelvic one view clinical information: status post abdominal surgery to remove essure coils. Possible retained coil per provider. Findings: there is a small retained essure coil fragment in the expected location of the right uterine horn/fallopian tube. Soft tissues are otherwise unremarkable. Bony structures are normal. Impression: small retained coil fragment on the right. Ultrasound scan - on (B)(6) 2016: the uterus is retroverted. There is an essure coil seen in each cornua which appear properly placed. There is a 3.4x 1.3 x 1.7 cm (2.2 cc) simple cyst in the left ovary. There are two prominent follicles noted in the right ovary (1.4 cm and 1.6 cm.) No free fluid is seen; on (B)(6) 2018: there is a small retained essure coil fragment in the expected location of the right uterine horn/fallopian tube. Soft tissues are otherwise unremarkable. Bony structures are normal. Impression: small retained coil fragment on the right; on (B)(6) 2018: follow-up on pelvic pain. Lmp on 8/8/2016. Day of cycle: 1. Contraception: essure uterus normal. Long 6.2 cm. Position: retroverted myometrium: homogeneous endometrial thickness, total 4.9 mm. Impression: previously seen ovarian cyst has resolved. Concerning the injuries reported in this case, the following one/ones were reported via medical record: device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident umber or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('small retained coil fragment on the right') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 coils seen" and device difficult to use "difficulty implanting one coil. Dr had to retry attempt at a later date". The patient's medical history included anxiety, depression, gerd, irregular menstruation, polymenorrhoea, gravida I, parity 1, mood altered, bleeding breakthrough, vulval irritation, dermatitis, rosacea, skin rash, acne, pharyngitis, sinusitis, hemorrhoids, lumbar strain and candidiasis. On (B)(6) 2018-imaging pelvic view it was identified. Concurrent conditions included left lower quadrant pain and ovarian cyst. Concomitant products included aciclovir (acyclovir) since 2010, ascorbic acid; cobalt sulfate; copper sulfate; ergocalciferol; ferrous fumarate; magnesium sulfate; manganese sulfate; nicotinamide; potassium iodide; pyridoxine hydrochloride; retinol;riboflavin; thiamine hydrochloride; tocopherol; vitamin b12 nos; zinc gluconate (multivitamin (16)), calcium carbonate (antacid), cefixime (flexeril) since 2018, cetirizine hydrochloride (zyretic) since 2018, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2018, fluticasone propionate (flonase) since 2018 and naproxen since 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)"), menorrhagia ("abdominal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen pain"), headache ("migraine/headaches") and migraine ("migraine/headaches"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (tubal reversal & reanastomosis/surgical removal of coils). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, headache and migraine had resolved and the device breakage outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015: essure insertion procedure was terminated. On (B)(6) 2015: essure coil was placed on the right with minimal resistance. 3 coils seen. On the left side more resistance but this was overcome with patient and levsin one coil seen. Discrepancy noted in essure removal information: as per pfs (told had 3 coils and there is a possibility that only 1.5 were removed.) As per mr removal procedure (complete removal of essure device). She had 3 essure coils placed, yet only 1 1/2 coils were handed to her. Her attorney says she needs an x-ray to look for coils. She has some irregular cycles. She is recovering well from surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion fluoroscopic findings consistent with bilateral fallopian tube occlusion after essure filament placement. Imaging procedure - on (B)(6) 2018: imaging- pelvic one view. Clinical information: status post abdominal surgery to remove essure coils. Possible retained coil per provider. Findings: there is a small retained essure coil fragment in the expected location of the right uterine horn/fallopian tube. Soft tissues are otherwise unremarkable. Bony structures are normal. Impression: small retained coil fragment on the right. Ultrasound scan - on (B)(6) 2016: the uterus is retroverted. There is an essure coil seen in each cornua which appear properly placed. There is a 3.4x 1.3 x 1.7 cm (2.2 cc) simple cyst in the left ovary. There are two prominent follicles noted in the right ovary (1.4 cm and 1.6 cm.) No free fluid is seen; on (B)(6) 2018: there is a small retained essure coil fragment in the expected location of the right uterine horn/fallopian tube. Soft tissues are otherwise unremarkable. Bony structures are normal. Impression: small retained coil fragment on the right; on (B)(6) 2018: follow-up on pelvic pain. Lmp on (B)(6) 2016. Day of cycle: contraception: essure uterus normal. Long 6.2 cm. Position: retroverted. Myometrium: homogeneous endometrial thickness, total 4.9 mm. Impression: previously seen ovarian cyst has resolved. Concerning the injuries reported in this case, the following one/ones were reported via medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet and medical record received: new reporter added. Category of case changed to incident, patient demographic added, event injury replaced with pain, new events device breakage ,vaginal bleeding, menorrhagia , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), abdominal pain, device use issue, device difficult to use, migraine and headache were updated. Concomitant drug and medical history added. Lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.